Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced erosion of her internal body tissues by the obtape sling. No other information is available.